Event description:
The customer reported via phone call that he put in a battery in the insulin pump 2 days ago and he keeps receiving a failed battery test. Customer was advised to clear the alarm. Customer stated that the battery compartment and battery cap contacts were not damaged. Customer received another failed battery test during troubleshooting. Customer was advised that the pump will need to be replaced. Customer was also advised to discontinue use of the pump and revert to a back-up plan.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.